Event description:
The affiliate stated the customer reported elevated troponin I (access accutni) results, within the risk stratification range, for six patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. This report is six of six referencing the patient on the event date noted. An initial result of greater than 0.06 ng/ml was obtained. Subsequent analysis of the patient¿s sample, on the same instrument, produced a result of less than 0.06 ng/ml. The laboratory¿s troponin I limit value is 0.06 ng/ml. The customer reported the negative result out of the laboratory. The customer interpreted the initial and retest results were erroneous due to the non-reproducible positive result. There was no report of patient consequence or change in patient treatment associated with this event. Patient samples are collected in becton dickinson (bd) lithium heparin plastic separation tubes (pst) with gel and centrifuged at 3,800 rpm (rotations per minute) for ten minutes at room temperature. The patients¿ samples were analyzed immediately, approximately one hour after collection. All of the system parameters including quality control (qc), calibration curves and system checks were performing within assay and instrument specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed a routine system check which passed within instrument specifications. The fse performed a high sensitivity system check which failed the hs lumwashson with elevated percent coefficient of variation (%cvs). The fse then performed a preventative maintenance (pm) on the analytical module of the analyzer which included replacing the peristaltic pump tubing, aspirate probes, main pipettor tip, rv (reaction vessel) holders, mixer pulleys, mixer rollers, mixer belt, wash nozzle and the seals and belts for both the wash pump and precision pump. The fse verified the wash pump and precision pump assemblies, vacuum system, mixer speed, incubator belt calibration, wash in and wash out alignments and mixer exerciser; no issues were noted. The fse then primed the system and performed another routine system check which passed within instrument specifications. A high sensitivity system check was then performed which failed the hs lumwashson portion the second time. The fse verified the wash valve assembly and replaced the rotor assembly. The fse also verified ultrasonic high voltage setting, wash pump seals, aspirate probe height alignment and pinch roller adjustment; no issues were noted. The fse installed new dispense probes and performed volume checks; no issues were noted. Another high sensitivity system check was performed which again failed the hs lumwashson portion. Another fse was dispatched on 09/29/2013 and subsequently replaced the incubator belt bearings assembly, the incubator belt and the rv holders. Incubator belt calibration and exerciser was performed; no issues were noted. A high sensitivity system check was performed for verification which failed. Another fse was dispatched the following day and replaced the analyzers transducer, verified alignments and made the necessary temperature adjustments. A wet/dry test, a routine system check, and a high sensitivity system check were performed. All test results passed within instrument specifications. The fse performed assay quality control (qc) which resulted within the customer's established ranges. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Roller assembly, incubator belt bearings assembly. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event since several hardware issues were addressed. Beckman coulter continues to track and trend any incident related to this issue. All related medwatch reports associated with this incident: 2122870-2013-00873; 2122870-2013-00874; 2122870-2013-00875; 2122870-2013-00876; 2122870-2013-00877; 2122870-2013-00878.